Event description:
The customer reported that a mic-key gj feeding tube was in use for approximately 20 days when the tube was observed to have split just below the balloon, resulting in inappropriate leakage from the jejunal lumen during administration of fluids. Additional information was received on 07-apr-2026, clarifying that the failure involved a tube split rather than a balloon burst. The device had been used for routine care, including flushing and maintenance in accordance with the IFU, with formula administration only and sterile water used to inflate the balloon. The device was replaced. No patient injury was reported.

Manufacturer narrative:
A review of the device history record is in-progress. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.